Manufacturer narrative:
Device evaluated by MFR: the device was returned for technical analysis and an electrical component failure was identified, leading to the muscle spasm. Visual inspection noted damage on the laser marking of the needle, which can occur when an electrical component fails. Disassembly of the device found the resistance wire insulation layer on the heater was damaged under spring, resulting in the interruption of the electrical current at this point. Patient spasm can occur when current flows through the patient tissue due to poor needle grounding.

Event description:
It was reported that at the start of a renal cryoablation procedure, as the physician was inserting needles into the patient, an error message was displayed indicating that one of the iceforce needles already placed was defective for I-thaw. The faulty device was kept in stick setting to ensure it did not move until the needle placement was completed. However, it was noted that when the stick setting was engaged the patient exhibited muscle stimulation, therefore it was turned off and the stimulation ceased. The defective device was replaced and the treatment proceeded as expected with no further complications or patient injury.

Event description:
It was reported that at the start of a renal cryoablation procedure, as the physician was inserting needles into the patient, an error message was displayed indicating that one of the iceforce needles already placed was defective for I-thaw. The faulty device was kept in stick setting to ensure it did not move until the needle placement was completed. However, it was noted that when the stick setting was engaged the patient exhibited muscle stimulation, therefore it was turned off and the stimulation ceased. The defective device was replaced and the treatment proceeded as expected with no further complications or patient injury.